Event description:
In 2007, the patient stated that, while he was at work, he observed his infusion device deliver insulin without his action to do so. He conveyed that his blood glucose reading had decreased to 23 mg/dl and he noted that he was "eating a lot of food" to elevate his blood glucose. During troubleshooting, it was noted that the infusion device he was using had been in use one week. A replacement infusion device was shipped to the patient and the product was requested to be returned for evaluation. During follow up, he acknowledged administering insulin by injection to control his blood glucose prior the arrival of his replacement infusion device. He noted that his blood glucose was "fine" at the time follow up in 2008. The patient did not require medical assistance from a healthcare professional or second party to address the issue.